Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The company representative (rep) reported that the patient indicated he has charged for 11 hours with full coupling bars and the implantable neurostimulator (ins) battery did not charge. The ins will not charge. Currently the ins was discharged and dead. This happened within the last month. The rep was unable to see the recharger detailed recharge statistics. The recharger screen went blank. No symptoms reported. No patient harm reported. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.